Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction. It was reported the implantable neurostimulator (ins) jutted out in the pocket so a revision surgery was performed in (B)(6) 2015. Additional information has been requested regarding actions and outcome, but it was not available at the time of this report. If additional information is received, a supplemental report will be sent.